Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in the patient receiving a shock. The electrograms and the r-to-r intervals did not match. Pacing impedance has decreased and numerous non-sustained episodes have been declared by the ICD.